Event description:
Overcorrection: a surgeon reports some of his pts were experiencing overcorrections following refractive surgery. He further states that there is no permanent harm or injury to the pts and requests a laser check by the field service engineer.

Manufacturer narrative:
Determination of root cause: assessment: a system verification system was successfully completed. A review of the complaint database showed no previous complaints for this laser system. Non-product factors such as individual pt response to the laser ablation, pt healing characteristics, and preoperative pt selection in accordance with criteria noted in the physician's booklets, could not be ruled out without clinical/surgical records for review. The surgeon did not want to pursue any pt outcomes and no pt's records were provided. Conclusion: based on the results of the investigation, the root cause could not be definitively identified. (B) (4)